Event description:
Reported via clinical study. It was reported a cerebral vascular accident (cva) occurred. The patient was not on any anticoagulation prior to the procedure. A left atrial appendage (laa) closure procedure was performed. A full dose of heparin was given immediately after transseptal puncture (tsp), prior to advancing the watchman trusteer access system (was) into the left atrium. The activated clotting time (act) that was drawn five (5) minutes after heparin administration was 309 seconds. A 40mm watchman flx pro delivery system and closure device (wds) was inserted, deployed once, and then recaptured and removed as the device was too large. A 35mm wds was inserted deployed and implanted after meeting release criteria with complete seal noted. There were no obvious complications during the procedure. The procedure was concluded. Six (6) hours post index procedure, the patient experienced progressive left sided weakness. Computed tomography (CT) imaging was performed and revealed the patient had a stroke, likely of embolic nature. No interventions were performed to immediately manage the stroke. The patient remains hospitalized for supportive care and physicians plan to discharge the patient on aspirin.

Event description:
Reported via clinical study. It was reported a cerebral vascular accident (cva) occurred. The patient was not on any anticoagulation prior to the procedure. A left atrial appendage (laa) closure procedure was performed. A full dose of heparin was given immediately after transseptal puncture (tsp), prior to advancing the watchman trusteer access system (was) into the left atrium. The activated clotting time (act) that was drawn five (5) minutes after heparin administration was 309 seconds. A 40mm watchman flx pro delivery system and closure device (wds) was inserted, deployed once, and then recaptured and removed as the device was too large. A 35mm wds was inserted deployed and implanted after meeting release criteria with complete seal noted. There were no obvious complications during the procedure. The procedure was concluded. Six (6) hours post index procedure, the patient experienced progressive left sided weakness. Computed tomography (CT) imaging was performed and revealed the patient had a stroke, likely of embolic nature. No interventions were performed to immediately manage the stroke. The patient remains hospitalized for supportive care and physicians plan to discharge the patient on aspirin. It was further reported the patient also experienced heart failure as an intra/post procedure event.

Manufacturer narrative:
B5: information added. H6 patient code added: heart failure/congestive heart failure.

Event description:
Reported via clinical study it was reported a cerebral vascular accident (cva) occurred. The patient was not on any anticoagulation prior to the procedure. A left atrial appendage (laa) closure procedure was performed. A full dose of heparin was given immediately after transseptal puncture (tsp), prior to advancing the watchman trusteer access system (was) into the left atrium. The activated clotting time (act) that was drawn five (5) minutes after heparin administration was 309 seconds. A 40mm watchman flx pro delivery system and closure device (wds) was inserted, deployed once, and then recaptured and removed as the device was too large. A 35mm wds was inserted deployed and implanted after meeting release criteria with complete seal noted. There were no obvious complications during the procedure. The procedure was concluded. Six (6) hours post index procedure, the patient experienced progressive left sided weakness. Computed tomography (CT) imaging was performed and revealed the patient had a stroke, likely of embolic nature. No interventions were performed to immediately manage the stroke. The patient remains hospitalized for supportive care and physicians plan to discharge the patient on aspirin. It was further reported the patient also experienced heart failure as an intra/post procedure event.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0036371197. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (weakness) and heart failure (hospitalization and imaging required). Risk review a risk review was completed and confirmed that the events of cerebral vascular accident (cva) (weakness) and heart failure (hospitalization and imaging required) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.